Manufacturer narrative:
Information regarding injury or any impact to patient following the reported malfunction of the device was not obtained from the hospital. After the evaluation of the device, it was found that the reported issue of alarm not sounding was neither replicated nor reproduced. The root cause of the reported malfunction of the aquari controller was deemed to be the failure of pump motor. Execessive wear of the motor brush and subsquent high impedance state of the pump was deemed to be the cause of pump motor failure.

Event description:
It was reported that during surgical case the aquari pad deflated mid-procedure leaving the patient in direct contact with the metal table.

Event description:
It was reported that during surgical case the aquari pad deflated mid-procedure leaving the patient in direct contact with the metal table.